Event description:
It was reported that the per wo evaluation, the circulation pump flowmeter was replaced post servicing due to low readings. The flow was not adjustable to within specifications with the old flowmeter in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. A review of the risk document, dfmea ra2800010, revision 24, was performed for this investigation. The reported event is addressed in step # ra111. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the circulation pump flowmeter was replaced post servicing due to low readings. The flow was not adjustable to within specifications with the old flowmeter in an arctic sun device.